Manufacturer narrative:
The device was returned as part of an annual inspection, findings include the forceps elevator being deformed, the air/water cylinder had no color, the suction cylinder had no color, the mouthpiece had corrosion, the electrical connector was dirty due to water leakage, and the shield plate is dirty due to water leakage. Due to a burn on the plastic distal end cover insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the image guide protector had a scratch, the light guide lens had a crack, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, foreign material was observed in the air/water tube, air/water cylinder, and jet tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The adhesion/clogging of the foreign material at the air/water cylinder, the air/water channel and the auxiliary water channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.